Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient couldn¿t get the ins to come on. The patient had recently had an unrelated surgery and had left the stimulation off for an extended period of time and didn¿t charge it up. The patient couldn¿t remember which screen came up on the ins recharger (insr), when they were trying to charge the ins. The patient was able to connect with the ins at the time of the call, and it was reported that there was an informational screen. The patient placed the antenna over the ins and started a recharge session and was getting full coupling. The ins icon was blinking. It was recommended that the patient charge the ins up to ¼ full and turn the stimulation on. It was also reported that the patient had sudden pain right below; the ins was in their lower back. It was noted that the patient had been doing physical therapy and muscle strengthening exercises for their left hip. No further complications are anticipated.